Event description:
Device remains implanted. Physician had to go back in to loosen suture as suturing was too lateral.

Manufacturer narrative:
Device not returned.

Event description:
Device remains implanted. Physician had to go back in to loosen suture as suturing was too lateral.

Manufacturer narrative:
Device not returned.